Event description:
It was reported the programmer cannot be updated; does not work properly. Followup indicates that the programmer got stuck in the black startup screen and when it did come out of that and the cs (clinical specialist) tried updating, both with a usb (universal serial bus) stick or hardwired, it would seem to freeze. Two separate times the cs tried leaving it plugged into a phone line to update overnight and both times it got stuck half way through the update. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; software had not been upgraded. It was noted the programmer cannot be updated due to old software. Analysis also found the programmer failed thermal sensor functional test; display found out of electrical specification. The programmer has major internal corrosion. Display drops due the lower hinges. (B)(4).